Event description:
It was reported to boston scientific corporation that a wallstent enteral endoprosthesis with unistep plus delivery system was used during a stent placement procedure. According to the complainant, after the stent was deployed, the physician determined that the distal end of the stent did not open. A dilitation balloon was used to partially open the distal end of the stent. The procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Failure to expand) according to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A lot history search was performed and revealed no other complaints reported on this lot number. A review of the device history record found no anomalies related to this complaint.